Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high thresholds and impedance greater than 200 ohms. The lead was capped and replaced.